Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the heartstring iii proximal seal was returned with the seal and the tension spring assembly inside the loading device. The delivery device plunger was not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the seal did not load properly into the delivery tube, since it remained in the loading device. A lot history record review was performed. There are no non-conformance reports for the reported batch. The reported failure is confirmed. We will continue to track and trend. A supplemental report will be submitted if add'l info is received. (B) (4)

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load. The reporter stated that the inner plunger was pulled back but nothing was attached. A replacement unit was used to complete the procedure. The product is returning.